Event description:
The facility reported a flogard infusion pump that "does not function one channel". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem of a flogard infusion pump that "does not function one channel" was confirmed in sample evaluation. An f38 was found in the alarm log of the device. The cause of f38 failure was due to defective/inoperative force sensing resistors that were replaced to resolve the problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.